Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow-up, an end of life alert displayed. Premature battery depletion was suspected due to output circuit damage. The device was explanted and replaced. No patient symptoms were reported.